Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06986, 06987. It was reported the pt's scs stimulation became ineffective, consequently, he stopped using his scs system. The pt also stated he experienced pocket heating while charging his ipg and that also contributed to him discontinuing the use of his scs system. Additionally, the pt did not charge his ipg and it no longer communicates with external devices. Surgical intervention to explant the pt's scs system is planned for a later date. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.